Manufacturer narrative:
Product was not returned and no photographic evidence was provided to aid in this investigation. As a result, a complaint investigation/product evaluation and problem confirmation could not be performed. Based on review of service history and information provided by the customer, we are unable to determine a probable cause as the device was not returned for evaluation. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was leaking from the inside. There was no patient involvement, and no patient harm/adverse event reported.